Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown. Troubleshooting was performed. Customer reported they were unable to clear the alarm. Customer's outcome pertaining to the complaint. Customer did not want "to" troubleshooting for frozen display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump was tested with no frozen screen noted.